Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient ((B)(6)) complained of severe pain at the implantable neurostimulator (ins) pocket site. The patient and patient spouse felt it best to explant the system due to patient having alzheimer's disease and pain at the ins site. Surgical intervention was undertaken and the system was explanted on (B)(6) 2017. Device implant was requested by the manufacturer.